Manufacturer narrative:
Hill-rom technical support has paged a tech and sent a new intellidrive unit. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the repair, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom rec'd a report from the account stating the intellidrive runs in reverse when pushing the handles forward. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).